Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using cold insulin and the same cartridge and trusteel infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer to always use room temperature insulin and that humalog insulin and trusteel infusion set are indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was 435 mg/dl.